Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic distal pancreatectomy, at  pancreas dissection, the firing stopped midway when there was no excessive force status on the display. The device locked on tissue but was able to be removed as usual. New handle, shell and cartridge were taken out and used to continue the case. There was no patient injury.